Manufacturer narrative:
Unit was received with blank display due to burnt components on the electronic assembly. Also found burned motor assembly flex cable and vibrator motor during visual inspection. Unable to perform the displacement test or verify unresponsive button/keypad assembly due to blank display. The keypad assembly was inspected and no damage noted. Pump received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's keypad was intermittently responsive and the act button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 107 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.